Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00801803201, item name: femoral head, lot #: 62176268, item number: 00875705001, item name: acetabular shell, lot #: 62146406, 00786401200, item name: femoral stem press-fit, lot #: 62141583, item number: 00875700001, item name: dome hole plug, lot #: 62197946. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03064, 0001822565 - 2018 - 03065, 0001822565 - 2018 - 03068. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip heterotopic ossification approximately 2 years post-implantation due to pain. Post-surgery rapid response was called for anesthesia related left sided upper and lower extremity shaking along with a drop in blood pressure. Patient was reported to be alert and conscious and had no shortness of breath, chest pain, seizure activity, or nausea or vomiting. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.